Manufacturer narrative:
Correction: additional review of the reported issue found that the issue is an adverse due to unintended passes through the anatomy. Updated with appropriate fdp code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: while performing the system checkout, the ssd of the navigation system was replaced to restore functionality. The navigation system then passed a system checkout and was found to be fully functional. The ssd was returned to the manufacturer for analysis. The ssd was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the extent of inaccuracy was seemingly 3-4mm posterior to the plan.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for catheter placement. The rep indicated that after they registered and were accurate and did the plan the surgeon passed the stylet/catheter, but did not get any csf. The stylet was manually passed and was able to be placed correctly without navigation. Three total passes were done and there was a less than one hour delay as a result of this issue. There was no impact to patient outcome and the issue appeared to be due to an inaccurate plan.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.